Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Citation: international urogynecology journal and pelvic floor gysfunction. 2011 oct; conference: 36th annual.

Event description:
It was reported via journal article: "title: prolift+mtm: higher erosion rate than clasic prolifttm" authors: pizarro berdichevsky j., galleguillos g., cuevas r., aramayo m., gonzalez s., kusanovic j., miranda v., majerson a., ortiz j. Citation: international urogynecology journal and pelvic floor gysfunction. 2011 oct; conference: 36th annual meeting of the international urogynecological association, iuga 2011. Lisbon portugal. Conference publication: (var. Pagings). 22 (suppl. 3): s1947-s1948. This retrospective cohort study aimed to analyze the preliminary experience with prolift + m technique in a developing country. Between aug2010 and dec2010, eight patients with pelvic organ prolapse underwent surgery using the new technique of prolift + m. Postoperatively, there were 2 cases of mesh erosion. Early results with prolift + m appear similar to those obtained with classic prolift.